Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision is scheduled due to a size 1-2 left insert was implanted into a size 3 tibia. Reportedly, ¿the mix match implant was noticed the morning of 5-8-23 when restock and invoice was brought to our attention¿. The current health status of the patient is unknown. It was communicated that the requested operative notes are not available. No diagnostic imaging has been provided as of the date of this medical investigation. It is unknown what actions were taken to mitigate future similar events. Based on the limited information provided, there were no clinical factors found which would have contributed to the event and the patient impact beyond the reported mix-match implant and the scheduled/anticipated revision cannot be determined. Should additional clinical information/ documentation become available, the clinical/medical task may be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the correct selection of the implant is extremely important. The appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors such as patient age and activity levels, weight, bone and muscle conditions, etc. Failure to use the optimum size component may result in loosening, bending, cracking, or fracture of the component and/or bone, this has been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: case(B)(4).

Event description:
It was reported that after a tka surgery, a jrny ii bcs xlpe art isrt sz 1-2 lt 13mm poly was implanted on (B)(6)2023 in a size three (3) journey tibia. The mix match implant was noticed on the morning of (B)(6)23 when restocked with an invoice. The issue will be resolved with revision surgery. The current health status of the patient is unknown.